Event description:
It was reported that during an angioplasty procedure in calcified lesion, the balloon allegedly detached of the catheter. It was further reported that the balloon stuck inside the patient and medical intervention was required to remove the component. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta catheter was returned for evaluation. A visual inspection was performed and no kinks noted to the catheter, the balloon was detached from the catheter and balloon not returned. Therefore the investigation is confirmed for the reported detachment issue as balloon was noted to be detached. Three electronic photos were provided for review. All the three photos shows the partial part of the catheter and balloon was not present. The partial catheter shown was clean and no kinks were noted. Based on the photos reviewed detachment issue can be confirmed. One image was reviewed, based on the image atherosclerosis is evident and the details of the catheter cannot be found from the image provided. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 03/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, image and photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly detached of the catheter. It was further reported that the balloon stuck inside the patient and medical intervention was required to remove the component. The patient current status was unknown.